Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for normal follow-up. Upon interrogation, high threshold and a decrease in sensing were observed. Fluoroscopy revealed the lead had dislodged. The lead was successfully repositioned resulting in good and stable parameters. The patient was in good condition after the procedure and will be monitored.